Event description:
In feb rptr had total tmj joint replacements. On 9/15/94 right prosthesis broke and had to be replaced. This operation distorted her face. And after the operation on 9/15/94 rptr came home with staph.